Event description:
It was reportable to philips that the device has a blank screen that doesn't turn on even though the status shows that it should be working correctly. The customer requested that the device be sent in for bench repair. Upon evaluation of the device, the reported issue was confirmed for the complaint that the unit has intermittent issues with booting and when the device does boot it will intermittently freezes causing the device to not be useable. The cause was traced to faulty parts: processor board pca and power pca, and to correct the power and freezing issues, will replace the defective parts. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor board pca and power pca. The defective parts were confirmed replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reportable to philips that the device has a blank screen that doesn't turn on even though the status shows that it should be working correctly. There was no patient involvement.